Manufacturer narrative:
The investigational analysis completed 5/30/2019. The device was inspected and the peek housing was observed bent and apparently with exposed parts. However, the exposed parts were not confirmed. During a closer second visual inspection the damage was clarified. The peek housing was found cracked with internal parts exposed. Then, magnetic sensor functionality was tested on carto and the catheter failed. Sensor error 105 was observed. Failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. Improvements have been implemented to reduce magnetic and force sensor internal issues. This issue is highly detectable by the physician. The root cause of the damage observed on the peek housing area cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a navi-star¿ thermo-cool¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab found a crack in the peek housing, exposing internal components. Initially, it was reported that during a afib ablation procedure magnetic sensor error 105 was observed. A second catheter was used to complete the operation. No adverse patient consequences were reported. The observed magnetic sensor error 105 has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 5/13/2019, the bwi pal received the device for evaluation. Upon initial inspection, the peek housing was observed slightly bent. The observed bent peek housing has been assessed as not MDR reportable. During a second visual inspection on 5/29/2019, a crack was found in the peek housing, with internal parts exposed. The observed crack in the peek housing has been assessed as not MDR reportable as internal parts were exposed. The awareness date has been reset to 5/29/2019.